Event description:
During a routine injection, upon removing the syringe it was immediately noted that the needle portion was missing from the hub. An x-ray indicated the presence of the needle in the pterygomandibular region. Following the incident, an oral surgeon successfully retrieved the needle.